Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right atrial (ra) lead potentially exhibited loss of capture (loc). Technical services (ts) was consulted to review the thresholds on the ra channel and noted possible loc. The p-waves were observed at a low out-of-range intrinsic amplitude, and capture thresholds had increased. The output was subsequently adjusted to a fixed setting. No adverse patient effects were reported. This ra lead remains in service. Additional information was received that this ra lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Event description:
It was reported that this right atrial (ra) lead potentially exhibited loss of capture (loc). Technical services (ts) was consulted to review the thresholds on the ra channel and noted possible loc. The p-waves were observed at a low out-of-range intrinsic amplitude, and capture thresholds had increased. The output was subsequently adjusted to a fixed setting. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.